Event description:
It was reported that there was pain at pocket site. It was stated the patient had not had any falls or trauma and that pocket site didn't appear to be swollen, red, or warm. It was stated that patient got a little relief from the pain when he turned the stimulation up high. It was stated that when he did this, however, and he arched his back, he got a "nasty shock." It was stated, the patient could tell a difference with the pain if the ins (implantable neurostimulator) was on or off and that the pain was usually worse when he stood. It was stated, he didn't have much pain when he lay down "which also went for his sciatic pain." It was stated, he could move his ins around a little bit with his hand but it didn't seem like it was flipped at all, the ins seemed to be lying flat. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7435 lot# serial# (B)(4), product type programmer, patient product ID 3 550-09 lot# n183614, implanted: 2009 (B)(6); product type accessory product ID 3587a lot# l90734, implanted: 2001 (B)(6); product type lead product ID 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).

Event description:
Additional information found stated that patient started to have quite a bit of pain in the area near where the battery is. Patient went into urgent care on (B)(6) 2013, in which they thought there was something going on with patient¿s back and gave the patient a ¿steroid shot back there.¿ it was reported that it didn¿t do anything. It was stated that the pain seemed to have been around where the battery pack is and patient wasn¿t sure if it was just his ¿sciatic nerve.¿

Manufacturer narrative:
(B)(4).